Event description:
The customer was contacted in order to follow up on a call that she had placed for high blood glucose levels previously. Found that the customer had recently gone to the emergeny room due to high blood glucose levels. The customer stated that she was told her insulin was expired, and she was prescribed new insulin. The customer declined troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.